Event description:
It was reported that a patient experienced a "minor" shocking or jolting sensation occasionally at the pocket site and on the right side it the implant. When the device was physically manipulated or gently coughed, high impedances were reported. The programming nurse noticed that the impedances were unusually high intermittently. It was noted that the torque wrench did not work properly during the implant surgery. The physician suspected that there was a weak connection between extension and the implantable neurostimulator (ins) because the "faulty" torque wrench did not produce the appropriate force to lock the lead in. It was noted that human error was not ruled out as a factor. The patient had a revision surgery. The pocket was opened, the ins was pulled out, the lead was disconnected and wiped, and the hardware was reconnected. Impedances were taken twice intra-operatively and the values "went down significantly" after the reconnection compared to the starting baseline pre-operatively. The patient's status was reported as alive with no injury and no adverse event.

Event description:
Follow up information received reported that the patient was free of the shocking sensation and felt fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_wrench_acc, product type accessory product ID, 37085-60 lot# serial# (B)(4). Implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v951526, implanted: 2012 (B)(6), product type lead. (B)(4).